Manufacturer narrative:
(B)(4).sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report #1627487-2016-01617. It was reported the patient experienced an undesired sensation from her scs system. As a result, the patient's ipg was explanted on (B)(6) 2016 (reference MFR. Report #1627487-2016-01529). No troubleshooting took place with an sjm representative prior to explant as they were unaware of the patient's issue. It is unknown what lead, if any, the patient had implanted at the time of the reported issue; therefore, device 2 information is unknown to the manufacturer at this time. The issue has reportedly resolved postoperative.